Event description:
It was reported that sensing thresholds and impedance measurements had decreased. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis found internal abrasions between 43.5cm and 56cm from the connector pin. The lead exhibited normal electrical characteristics.